Manufacturer narrative:
(B)(4). The lot number was not known. The post market surveillance department is in the process of reviewing medical records and treatment sheets. The plant investigation in progress. A supplemental medwatch will be submitted with additional relevant information.

Event description:
An outpatient chronic hemodialysis facility's registered nurse (rn) reported the end stage renal disease (esrd) patient had complaints of intermittent itching. The physician ordered the dialyzer to be changed from optiflux f160nre to optiflux f160nr in an attempt to isolate the cause. On (B)(6) 2016, the dialyzer was changed; however, the patient was still reporting itching intermittently with the optiflux nr. Follow up with the rn revealed the following information taken from verbal reports and medical records to date. The patient's report of itching was first documented in (B)(6) 2015. She was dialyzing on the optiflux 160nre dialyzer at the time and had been using this same type of dialyzer since 2009. Several interventions to alleviate the itching were attempted including: rinsing the dialyzer with 1 liter(l) of normal saline solution prior to treatment, giving her hecterol medication towards the end of the treatment, oral benadryl administration (which made the patient anxious and "jittery"), and finally, changing the dialyzer to the optiflux f160nr without effect. It was reported the patient saw an allergist who prescribed an oral medication, cetirizine, which the patient reports helped a little. The rn did not have documentation regarding any diagnosis made by the allergist. The itching caused the patient to end her treatments early a few times. There were no signs or symptoms of anaphylaxis and hospitalization was not necessary. The patient is continuing on hemodialysis using the optiflux f160nr. No sample is available for return, it was discarded. Upon follow up, the rn reported the healthcare team does not believe the itching to be related to the dialyzer since the patient is still reporting itching. They are now attempting to rule out the patient's medications as the cause.

Manufacturer narrative:
Corrected information - (PMA/510k). Clinical investigation: medical records do not contain the dialysis treatment records, medication records or physician orders for the aforementioned event. It appears that the patient¿s itching during hemodialysis started approximately (B)(6) 2015. The patient¿s episodes of itching are intermittent and there have been numerous occasions of weeks or months where patient experienced no itching, at all. Staff attempted many interventions to prevent itching and determine the cause of itching without success. The change from the optiflux 160nre to the optiflux 160nr was not effective. There is no documentation in the medical record that indicates that a non-fresenius dialyzer was used or effective in preventing the itching. Considering the numerous times the patient received hemodialysis without itching or any adverse event, a conclusion to whether the dialyzer was a causal contributor to the patient¿s itching cannot be made. There is no documentation in the medical record that makes any indication that there is a causal relationship between the optiflux 160nr dialyzer and the itching episode. There is no documentation in the medical record that determines the actual cause of the patient¿s itching. Manufacturer investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316n) shipped to this account within the selected time frame. A records review was performed on the two lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances that relate to the reported event, and both lots met release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user regarding reactions.